Event description:
The event is reported as: complaint alleges: "the et tube's cuff was inflated and placed in a pt. When the procedure was over, the anesthesiologist deflated the cuff and removed the tube from the pt, although once he removed the tube, he realized the cuff never deflated. Therefore, the fully inflated cuff was removed through the pt's vocal cords." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.